Event description:
It was reported that the explanted generator and lead were discarded; therefore, no product analysis can be performed.

Event description:
During generator replacement, the surgeon observed that the lead was stretched and was also replaced. It was reported that the lead was not what the surgeon considered as good quality and was old; therefore, was replaced. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted lead has not been received for analysis.